Event description:
In situ measurements showed affected channels. Parents did not notice a change in hearing as the child is bilaterally implanted. There was no specific report of an accident or trauma, no redness or swelling around the implant site nor any changes in the recipient's health. Recipient has been reimplanted on (B)(6) 2020.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Parents did not notice a change in hearing as the child is bilaterally implanted. There is no specific report of an accident or trauma.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements show affected channels. Parents did not notice a change in hearing as the child is bilaterally implanted. There is no specific report of an accident or trauma, no redness or swelling around the implant site nor any changes in the user's health are reported. Re-implantation is considered but no date has been scheduled.